Event description:
Infection - products explanted, cement spacer used.

Manufacturer narrative:
The following other hip devices were also listed in this report: primary tritanium hemi cluster hole cup 62mm; cat# 502-03-62g; lot# metnvh, 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# mjde6a, accolade plus tmzf hip stem #6; cat# 6021-0637; lot# 31370501, delta v-40 ceramic head 36/+2,5; cat# 6570-0-536; lot# 31700803. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Review of the device history records indicates all devices accepted into final stock met specifications. The complaint databases show there have been no other events for the reported lot ID or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided.

Event description:
Infection - products explanted, cement spacer used.